Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2018 and insulin pump had keypad anomaly. The customer¿s blood glucose level was 491 mg/dl at the time of incident and current blood glucose 91 mg/dl. The customer¿s blood glucose level was 264 mg/dl, 350 mg/dl, 126 mg/dl and 394 mg/dl. The customer was treated in the hospital with food for low blood glucose. The customer had symptoms such as nausea and vomiting. The customer alleges possible pump over delivery due to low blood glucose. The customer reported that the drive support cap was damaged. The customer reported that the act and down buttons were stuck. The customer reported that the time clock was advancing. The customer was advised to discontinue use of the pump and revert to backup plan per health care professional instructions. The customer was advised the pump will need to be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the displacement test, rewind, basic occlusion test, self test and error test and the delivery accuracy test at 0.08770 inches. No under delivery anomaly or over delivery anomaly noted. All operating currents are within specification. Off no power alarm functions properly. Device had intermittent button response on the express bolus, esc, act, up arrow and down arrow buttons due to flattened dome switches . No button error alarm noted. Device was unable to prime during prime test due to faulty force sensor resistor unable to perform the occlusion test and excessive no delivery test due to prime anomaly. Drive support disk was inspected and no anomaly was noted. No cracked case noted around the drive support disk. Device had minor scratched display window, cracked case at display window corner, scratched case, cracked belt clip slot, scratched reservoir tube window and cracked reservoir tube lip.